Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission revealed that the pulse generator exhibited far-r wave oversensing on the atrial channel which resulted in inappropriate auto mode switch episodes. No intervention was performed. The patient was asymptomatic and would be monitored with routine follow up.